Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated baby was cold and water temperature (wt) was not going up in an arctic sun device. Denied any alerts or alarms. Patient temperature (pt) was 32c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7, water flow rate (wfr) was 0.6l/m. Walked through accessing event log which shows alert 113 (reduced water temperature control) has occurred over 3 times. System diagnostics, outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 12 percentage, water reservoir level (wrl) was 3, system hours were 735.4, pump hours were 634.8. Had them stop therapy and empty pads. Device alerted 07 (empty pads not complete) x 2. Walked through proper disconnect and reconnect. Water flow rate (wfr) would not rise about 0.2 l/m, inlet pressure (ip) without pads -7psi, water flow rate (wfr) was 1 l/m. Added new set of pads and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on water flow rate (wfr). If drops below 0.6 l/m or if any alerts/alarms occur call back, sn # (B)(6). Per follow up information received via task on 06mar2025, spoke with charge nurse who confirmed patient was removed from the device because the flow rate never increased. The patient was treated with warm blankets and medication. Patient was a female, 8 months old. Device was sent to biomed, and pads were disposed of.

Event description:
It was reported that nurse stated baby was cold and water temperature (wt) was not going up in an arctic sun device. Denied any alerts or alarms. Patient temperature (pt) was 32c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7, water flow rate (wfr) was 0.6l/m. Walked through accessing event log which shows alert 113 (reduced water temperature control) has occurred over 3 times. System diagnostics, outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 12 percentage, water reservoir level (wrl) was 3, system hours were 735.4, pump hours were 634.8. Had them stop therapy and empty pads. Device alerted 07 (empty pads not complete) x 2. Walked through proper disconnect and reconnect. Water flow rate (wfr) would not rise about 0.2 l/m, inlet pressure (ip) without pads -7psi, water flow rate (wfr) was 1 l/m. Added new set of pads and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on water flow rate (wfr). If drops below 0.6 l/m or if any alerts/alarms occur call back, sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.